Event description:
The customer reported based quality control results for phyt on their vitros 950 system. Biased results may lead to inappropriate physician action. No patient sample results were reported. There was to report of patient harm as the result of this event.